Event description:
It was reported that the ria drive-shaft broke off half way through drilling a tibia using a 122 drill head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the locking screw on the returned part is stiff, does not work properly. Therefore, we assume that the acceptance of the chamber could not withstand the load effects which was what led to the failure of the tip as a result led to the material overload/exhaustion. (B)(4).